Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the full-height cubie drawer had failed and could not be recovered. The customer reported that they had used an alternative station to obtain the medications and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not pop out. A field service engineer identified a broken muscle wire on the row board. The field service engineer replaced the row board and verified proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.